Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump alarmed low battery, so she changed the battery twice and then it alarmed battery out limit. The customer's blood glucose level was 400 mg/dl, and she treated. The customer checked her blood glucose level once more and it went down to 387 mg/dl. The customer was to receive a replacement battery cap. The insulin pump was not replaced or returned.